Event description:
The following has been reported: biomed reported: "flashing red light, saying "service needed" in the biomed work order patient harm: no. A preliminary review of the logs identified the following issue: electrical hardware failure (12v). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for electrical hardware failure (12v). Upon return, the device started up with a state 1 alarm. 12v was verified ok. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. The air compressor will be removed and replaced during repair process before being sent to the test line for full functional testing.